Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump switch off and on and received alert replace battery now. The customer¿s blood glucose level was unknown. Customer reports they got replace battery now alarm for second time. Customer states that the pump received the critical block and inverse critical block did not add to zero alarm. The insulin pump will not be returned for analysis.